Manufacturer narrative:
Event date: (B)(6) 2020. Date pf this report: 13apr2020.

Event description:
The customer reported battery failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
G4: 17may2020, b4: 19may2020. The manufacturer¿s field service engineer (fse) confirmed the reported battery failure issue. The fse replaced the battery to address the reported problem, and checked system in diagnostics. Unit is back in service after the battery was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.